Event description:
There was an allegation of questionable crej2 (creatinine) results from the cobas pro c 503 analytical unit. The initial result was 0.480 mg/dl and the repeat result on (B)(6) 2022 was 1.26 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 58634601 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The calibration, qc, and precision testing with the sample were acceptable. A general reagent problem could be ruled out. The investigation did not identify a product problem. The cause of the event could not be determined. The event was consistent with a pre-analytic issue or an unknown hardware issue.